Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level in the 200s (mg/dl). Customer consumed less food and walked to treat bg levels. Reportedly, customer has been in contact with their health care provider to discuss diabetes management.